Event description:
It was reported after left knee implantation, patient is experiencing pain, difficulty walking and is swollen all over.

Manufacturer narrative:
Additional devices listed in this report after the initial report was submitted: cat: 5515-f-601, description: triathlon ps fem component, cemented, lot: devx. Cat: sho 5520-b-600, description: triathlon prim tib baseplate - cemented, lot: bkhy. Cat: 5551-g-350, description: triathlon asymmetric x3 patella, lot: e025. Cat: 6197-9-001, description: simplex p with tobramycin, lot: mkq071. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported after left knee implantation, patient is experiencing pain, difficulty walking and is swollen all over.

Manufacturer narrative:
The patient did not provide the catalog number, lot code or specific device information. It was reported as an unknown left knee device. Additional information will be requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.